Event description:
My sensor had only been in for 2 days. It started dropping low readings. I thought it was correct, so did things to bring up my numbers. It did this all night, so I finally decided to check it with my finger stick. My app was reading 51 but sugar was actually 361. Removed sensor and replaced another in a different place. Two days later when I awoke, there was an infection in the area where the sensor was. Foul smell and lots of pus. Today it is very warm and much bigger area. Have been cleaning and covering it. I do have photos. Patient codes: 1905, 1930, 1812, 4866. Device code: 2460. Ref: mw5184454.